Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins recharger was damaged and that they loose coupling boxes after barely moving. It takes the patient about 5 hours to charge and they have to recharge about every 36 hours, even when recharging ins fully. The patient has to leave the insr antenna on for so long that it makes their skin hot. It was also noted that the patient's ins has only cut down on pain a little bit, and that the recharger belt was not designed correctly - making it hard to use. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the new antenna resolved most of the poor coupling, and the adhesive discs did help prevent loss of coupling to some extent when moving. The patient stated charging still took over five hours and needed to be done within 36 hours. They stated the skin was still hot, and they were charging all the time. The patient reported he was mislead regarding recharging expectations prior to implant. The patient said they keep themselves in pain, because they did not want to increase programming in order to avoid recharging even more frequently. The patient stated they were still taking a bunch of opiates and everything else for their issues. The patient stated they would rather take more oxycontin twice a day rather than using the scs (spinal cord stimulator), and they may just end up turning it off. The patient indicated they were in their recliner all day, they had severe nerve damage due to a doctor cutting their nerve, and their case was so severe. The patient said they could be sitting in a position one day and one therapy would feel really good. On another day, that therapy does not feel good, even the high dose one, so the manufacuturing representative allowed them to adjust the frequency rate and pulse width. The patient was always in some pain, because if they turned it up and felt better then they would have to charge more frequently. The patient stated the stimulation relieved their "foot feeling like a cinderblock on it"; however, it only slightly helped relieve pain in the back, leg, and foot. The patient said they were extremely disappointed with the device. No further complications were reported/anticipated.